Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had a worn sheath with visibility of light penetrating. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The reported complaint was not confirmed by failure analysis. The monopolar curved scissors instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed the energy delivery test. The instrument was fully functional. No product issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the scissors were no longer closing.

Event description:
Refer to h10/h11 for follow-up information.